Event description:
Fem-fem bypass to prevent occlusion. The pt is described as having stenotic, calcific iliac arteries. After unjacketing the device, while pulling the graft into position the contra-lateral limb was stuck on a calcific ledge in the common iliac artery and occluded. Attempts to cannulate the limb and pull into place were unsuccessful. The graft was modified to aorto-iliac and a fem-fem bypass was performed.